Event description:
Customer reported that the button was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined any follow-up from cts, and no further actions were taken.